Event description:
It was reported that after an uneventful da vinci-assisted radical tonsillectomy for tonsillar cancer, a burn was noted on the patient's upper lip. The surgeon assessed the burn as second degree, treated with ointment, and stated it will scar. There were no intraoperative issues with a da vinci product, specifically, no arcing/sparking. However, during follow up with the surgeon, the event summary was confirmed, yet it was stated the surgeon suspects the permanent cautery hook instrument must have touched and arced onto the standard-length 8mm cannula being used and burned the lip. The patient neutral pad site was not assessed by the surgeon afterwards.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. The 0 degree endoscope has not been used since the reported event date, but no complaints have been filed against the instrument. The force bipolar instrument and the permanent cautery hook instrument have both been used since the reported event date with no reported complaint. A system log review did not reveal a malfunction that would have caused the reported event. However, the logs did reveal a system advisory indicating that erbe energy activation was halted by an instrument or instrument cable connected to the upper monopolar port on the erbe while using the coag function. This could indicate a possible cabling issue (connection or damage) or a grounding pad issue (poor connection or location).